Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the leaking cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient had been admitted to the emergency room (ER) with hyperglycemia on (B)(6) 2021. The patient did not provide blood glucose levels (bg). The patient reported their pod was leaking during the event. Symptoms reported include hyperglycemia, nausea, and tiredness. The patient was diagnosed with hyperglycemia. The patient was treated with IV fluids, insulin, and sodium chloride. The patient was not prescribed any medication. The patient was discharged 3 hours after admittance into the ER on (B)(6) 2021. The pod was replaced before arriving at the ER. Three attempts were made to reach out to the patient for more information however they did not respond.